Event description:
Arjo was informed about an event involving arjo passive maxi move lift and sling. A customer reported that upon transfer from wheel chair to bed, when the resident was being lifted with a maxi move, the patient, within seconds, was on the floor. As a consequence of the event, the patient sustained a right hip fracture and the injury required hospitalization. After returning home, the patient contracted covid and passed away. The patient¿s death was not related to the event.

Manufacturer narrative:
Arjo was informed about an event involving arjo passive maxi move lift and sling. A customer reported that upon transfer from wheel chair to bed, when the resident was being lifted with a maxi move, the patient, within seconds, was on the floor. As a consequence of the event, the patient sustained a right hip fracture and the injury required hospitalization. After returning home, the patient contracted covid and passed away. The patient¿s death was not related to the event. Upon inspection, both the lift and clip of sling were in good working condition. During the interview with the customer, it was determined a leg clip detached, which caused the fall. The resident was lifted up first, before clip detached, and slid out of the left leg side of the clip detachment around bed high. Two caregivers were present at the time. It was also confirmed that the sling was correctly installed and that no readjustment was performed. Customer believes that somehow the sling clip detached by use error, perhaps a kicking motion that made the clip raise and pop off. It was mentioned that the resident at times can be spasmatic or kick. It was also confirmed that the sling was not used with the cross method. According to the procedures provided in the instruction for use of the passive clip sling (04.sc.00): ¿warning: to avoid injury, always assess the patient prior to use.¿ ¿warning: to avoid the resident from falling, make sure that the sling attachments are attached securely before and during the lifting process.¿ ¿at any time, if the resident becomes agitated, stop transferring/transporting and safely lower the patient.¿ ¿patient with spasm can be lifted, but great care should be taken to support the patient¿s leg.¿ according to the procedures provided in the instruction for use of the maxi move (001.25060): ¿if the resident is prone to kicking off the leg clip, the crossed attachment of the leg clips shall be applied, which will prohibit the clip from being kicked off.¿ following all of the information gathered, the uncontrolled spastic leg movement of the patient probably caused the detachment of the clip, where the need for sling crossed attachment on the device may not have been properly assessed, and the safety transfer practices may not have been followed, contributing to the clip sling detachment. The most likely root cause then is considered the caregiver not following the IFU. To sum up, the arjo floor lift and clip sling were used as a system during the patient transfer. The clip detached from the lift spreader bar and from that perspective system did not meet its performance specification. We decided to report this complaint to the competent authorities due to the clip detachment during use.